Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia and presented to the emergency room. The right ventricular (rv) lead exhibited high impedance, loss of capture, and unstable thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.